Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system was to go undergo a magnetic resonance imaging (MRI). Technical services (ts) was consulted and discussed how it was non MRI conditional due to its right ventricular (rv) lead and how its rv lead exhibited high out of range impedance measurements. The calling health care professional (hcp) was aware the system was not MRI conditional and the MRI was going to be performed with appropriate orders. This device remains in service. No adverse patient effects were reported.